Manufacturer narrative:
S/w version : 4.11e. Retainer ring=black. The pump was returned for pump error 43 alarms found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed self test, however constant pump error 43 alarms noted during rewind. Pump error 43 alarms noted in the pump history/trace files on (B)(6) 2021 at 8:07am. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. Unit tested outside the pump and received pump error 43 at rewind. Pump was cut open to perform visual inspection and found corrosion on the motor home switch and pcba 1 board. P-cap / reservoir locks properly into place. The following were noted duing visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Constant pump error 43 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Moisture damage noted at the pcba 1 board. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had detected an error in motor by reading unexpected value from hall sensor. Customer was successfully able to clear alarm. Customer was not able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.